Event description:
Additional information was received and it was reported that the patient was found unresponsive about 1 hour after the refill. The physician thought that there was a possible leak at the septum/refill port. This was the only time the patient had experienced overdose symptoms.

Event description:
It was reported that the pump was refilled at 1330. The patient had overdose symptoms; the patient was found unresponsive at 1530 at home. The patient was taken to the ER (emergency room) and hospitalized. It was later reported that the pump was delivering fentanyl (5000 mcg/ml concentration at 1000 mcg/day dose; reduced to 500 mcg/day in ER per the ER physician). The patient¿s wife stated that the patient had worked all night long and had to do pre-op testing that morning, so he had not slept in a long time. The patient told his wife that the last thing he remembered was pulling out of the parking lot at the doctor¿s office after the refill; he remembered nothing after that. The nurse in the ER stated that he had gotten into a car wreck and the paramedics found him passed out and cyanotic. They administered narcan and he woke up. The pump was interrogated in the ER and nothing abnormal was found in the logs. When the patient went back to the doctor¿s office they aspirated the drug from the reservoir and there was a 2 cc deficit in what should have been in there. The pump was going to be replaced. It was later reported that the pump was replaced. It was later reported that the cause of the symptoms was unknown; possible pocket fill, but unknown. The patient was back home and doing well following the pump replacement.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Attorney alleged: after the previously reported pump refill, the patient was driving home from the clinic when they began to feel drowsy, and subsequently lost consciousness (as previously reported). The patient was clammy and their pupils were pin-point and non-reactive. The patient would breathe okay with a sternal rub, but breathing would slow down to approximately 4 respiration's per minute (rpm).the patient also complained of back pain. While in the hospital, the patient again had altered mental status and lost consciousness, and the monitors to which he was connected, indicated severe respiratory and cardiovascular depression. The treating physician diagnosed the patient as having another narcotic overdose resulting from fentanyl, and again narcan was needed to reduce the acute opioid overdose and save the patient's life. At approximately 5:00 p.m. The pump medication dosage rate was reduced by 50% of its usual output. The patient spent 2 more days in the hospital until physicians determined the patient's condition was stable enough that they could be discharge. The day after being released from the hospital on (B)(6) 2013, the patient followed up with their primary healthcare provider (hcp). The hcp performed a volume study on the pump and found that a significantly greater amount of medicine had been administered than should have been, given the pump's set rate. The following day, (B)(6) 2013 the patient underwent surgery to remove and replace what was considered to be a malfunctioning pump. The malfunction caused the patient to receive a "lethal" dose of fentanyl, which "nearly ended the patient's life" and the patient "died twice". The malfunctioning device caused the patient an incredibly painful experience and emotional rollercoaster. The patient also had altered mental state. The patient had a head computed tomography (CT) and chest x-ray which were negative for acute findings. After the patient was given narcan, he was weak and nauseated when he woke up and complained of back pain. The patient was given phenergan with marked improvement. An electrocardiogram (ECG) was performed on (B)(6) 2013, and when compared with an ECG from (B)(6) 2006, it was abnormal for borderline criteria for an anterior infarct-age undetermined. Laboratory results were abnormal for low plt count, high glucose, abnormal egfr values, and high bun/creat ratio. Urinalysis was positive for opiates. When the narcan was given, the patient was in intense pain and hurt so bad. The patient also had a change in personality since the malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies. Corrosion and/or wear and/or lubrication and a stall due to shaft bearing occurred. Pump logs were gathered and a motor stall recovery indicator was in the log. This indicator meant that a motor stall and a motor stall recovery had occurred during pump life. The pump logs also indicated that, in the last 31 events, there was not a motor stall/motor stall recovery, nor did analysis observe a motor stall/motor stall recovery during analysis. The septum was monitored throughout testing for leaking, and the septum did not leak. Septum pressure testing was also performed with no leaking seen. The pump outlet was monitored for leaking and no leaking was observed. Visual inspection showed white crystallized material under the protective sleeve of the pump outlet port. Analysis revealed residue on the lower shaft of the rotor magnet. Also present on the lower shaft of the rotor were some wear markings.